Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the pump was intermittently responding to "up" arrow button presses. The other buttons were functioning properly. The "up" and "down" arrow keys contacts were inverted and do not always spring back. There was evidence of adhesive found under all button contacts. There was no peeling or lifting observed with the keypad rubber.

Event description:
The pt's mother reported that the "up" arrow button was inverted, but the button was not inverted at the time that she contacted animas.